Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient who was implanted with an implantable neuro stimulator (ins) for essential tremor and movement disorders. It was reported that there was difficulty recharging, further indicating that they were not able to get the antenna bars very high. It was stated that sometimes the bars were at 0. The hcp indicated that it appeared the ins was more full even with not being able to get coupling bars. The hcp stated that they thought ins was charging on the day of the report but then saw the issue with the pin, further stating they repositioned antenna but the patient would be at 0 bars and then , they would come back to check on the patient and it would be at 4 bars. It was stated that the hcp had seen coupling as high as 5-6 bars. It was stated that they taped the antenna onto the patient but then it was hard to turn the antenna dial because they would have to take the tape off and then reattach it. The hcp stated it was usually the overnight shift that charged the device and they had noticed that the coupling bars varied not high at all to 4 bars which seemed to be common. The hcp had started to charge the ins during the day as well since they believed they needed to charge it more since from their notes, it looked like the ins was only being charged 30 minutes at a time. No patient symptoms were reported. No further patient complications were reported/ anticipated as a result of this event.